Event description:
The customer contacted physio-control to report that their device will not power off. This may lead the battery to drain and may leave the device unable to provide defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify or confirm the reported issue. The customer was provided with a warranty replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power off. This may lead the battery to drain and may leave the device unable to provide defibrillation. There was no patient involvement reported with the event.